Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular (non-sustained tachycardia) nst less than equal to 210 ms on (B)(6) 2012. Also observed was ventricular fibrillation (vf) less than equal to 210 ms average v-cycle between (B)(6) 2012. Interference/noise with ventricular short interval count (v-sic) equals 1758.2 counts avg/day, in 1.01 days, between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead due to oversensing of noise. The pace/sense part of the rv lead was capped and replaced and the high voltage portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.